Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 5031465. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.

Manufacturer narrative:
E.1. Characters limit is exceeded at facility name: (B)(6).

Event description:
When connecting the infusion set for flushing, leakage occurs at the joint connection. One defective unit is identified.